Event description:
Literature report of patient treated for low back pain with intrathecal morphine who developed lower extremity paresis 25 months after implant. An MRI revealed an intrathecal mass that was excised. All cultures of the mass were negative. The patient had an uneventful recovery without permanent neurologic problems. Schuchard, m., et al. "Neurologic sequelae of intraspinal drug delivery systems: results of a survey of american implanters of implantable drug delivery systems." Neurostimulation. 1998; 1 (3): 137-148.